Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application or receiver. Dexcom representative advised patient to re-pair the device, which was unsuccessful. No additional patient or event information is available.